Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to a recall advisory notification. No associated abnormal device behavior had been reported at that time. The ICD was replaced without noted incident. However, guidant later received information from an attorney that the patient had suffered an unspecified injury due to a device malfunction. The ICD was returned for laboratory testing.